Event description:
The hospital reported an electrocardiogram (ECG) was completed on a pt being treated in the emergency ward. To print the ECG, the user did not use the green ECG key on the mac 800 keyboard for printing out the current ECG, but instead used the function keys which are used to print out the ECG for the previous pt. The ECG for the previous pt indicated cardiac distress. Subsequently, it was reported that the pt that had the ECG in the emergency ward was taken for a cardiac catheterization after a clinician reviewed the ECG printout that was completed on the previous pt. There was no further sequelae reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(6) law, pt information is considered confidential and will not be released by the site.